Event description:
Healthcare professional reported left "lobulation of the contours" and "peri-prosthetic laminar fluid". Device remains implanted.

Manufacturer narrative:
Initial reporter - address street: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left "lobulation of the contours" and "peri-prosthetic laminar fluid". Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: seroma-late: unable to observe since it is a medical event and is not related to the device. Wrinkling: unable to observed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.